Event description:
It was reported that two xia serrato medial biased polyaxial screws "popped-out" 5 months post-operatively. Revision has been performed. This report will capture the second of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Due to a lack of information and the device not being returned, the root cause of the reported event can not be determined. Potential root causes include: user error (unstable construct); incorrect or small-sized screws implanted; poor bone quality of patient; patient experiences a fall or trauma post-surgery; high activity level of patient post-surgery h3 other text : status and location of the device is unknown.

Event description:
It was reported that two xia serrato medial biased polyaxial screws "popped-out" 5 months post-operatively. Revision has been performed. This report will capture the second of two screws.